Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to keloid scarring which leads to device non-use. It is unknown if there are plans to re-implant the patient as of the date of this report.